Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on historical data, possible causes include the black coating at base of scope is missing is due to a missing piece on the insertion tube. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope's black coating at the base of the scope was missing. There were no reports of patient harm.